Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformance's were recorded. According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.

Event description:
One of the piccs we placed for whatever reason did not have the black cm marks on the line. I can¿t show a picture yet as it¿s actually still in place in our patient right now. Is not having black cm markings something new with the argon piccs? ¿what was the original intended procedure? : parenteral nutrition, IV fluids, intermittent IV antibiotics¿.